Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. Additional information received: surgeon feels like there is something with the lot numbers. The account pulled blue reloads with lot numbers. But then in 24 hours he changed his mind and only wanted to go back to the tlc75mm. He knows the 80¿s were not accidently bumped during surgery. The first leak was a pinhole next to the staple line. This patient is doing fine now. The second patient the leak was in the middle of the staple line. Both days were 5 days post op. Surgeon used tlc for 20 years. The surgeon thinks the firing knob was bumped prior to firing. Upon re-operation the staples were malformed. Rep was not in either case or the re-ops. Surgeon has not had any leaks in 5 years. The account has been using the glc80 since launch.

Manufacturer narrative:
(B)(4). Date sent 4/9/2025. D4 batch # 218d43and 255d75. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the glc80 device was not received; only seven glcr80b (a-g) sterile reloads were received with no apparent damage. The reloads were received fully loaded with staples and the swing tab in the unlocked position. The reloads were tested for functionality with a test device and they fired, cut and formed all the staples as intended. The staple lines and cut lines were complete, and the staples meet the staple form release criteria. Additionally two photos were loaded at product complaint level. The first photo shows a device, however, the quality of the photo is not clear and the second photo shows damaged staples that appear to be broken from the legs. The event described could not be confirmed as the reloads performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure no obstructions such as clips, stents, loose staples, or guide wires are within the instrument jaws. Firing over an obstruction may result in the inability to open the instrument jaws, and/or incomplete cutting action, improperly formed staples, and may lead to serious surgical consequences such as bleeding, leakage, or disruption. Ensure the tissue lies flat between the jaws. Any ¿bunching¿ of tissue may result in an incomplete staple line and may result in tissue damage, bleeding, leakage, or disruption. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch numbers 218d43 and 255d75 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent; 2/4/2025. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? No this was a right colon. Was the staple line visualized endoscopically during the initial surgical procedure? No. The surgeon was doing an open right colon and could visualize the staple line. How many days postoperative did the leak occur? 5. How was the leak identified? Another laparotomy. What was observed at the site of the leak upon reoperation? The middle of the anastomosis was open. How was the leak addressed? The leak was resected and another anastomosis performed using echelon3000, 60mm with blue reload. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Yes, same as the previous complaint already stated. Are pictures available? Yes, already submitted on rapid response email. Was there any difficulty firing the device? No. How was the staple line formation? Open in the missdle of the anastomosis, no staples present. What was the health of the tissue being fired upon? Not bad. What was the location of the leak? Middle of the staple line. Was the device used to close the common channel? Yes. Where on the staple line was the leak identified? Middle of the staple line of the anastamosis. If the device was not used, how was the common channel closed? Gst 80 with blue reload. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. The surgeon has experienced on multiple cases that the staples were already started to come out of the staplers. He has stated that the firing knob has too much play and can be bumped on the hand off from scrub to surgeon. The firing knob will be pulled back and used and can fire without locking out. He may not know if the scrub has already done that before the hand off.

Manufacturer narrative:
(B)(4). Date sent 4/1/2025. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 2/3/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Are pictures available? Was there any difficulty firing the device? How was the staple line formation? What was the health of the tissue being fired upon? What was the location of the leak? Was the device used to close the common channel? Where on the staple line was the leak identified? If the device was not used, how was the common channel closed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that post op of a right colon procedure the surgeon states he's had a leak. The patient had to be brought back. The leak was at the staple line.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Additional information received: once they started using the glc he noticed more leaks. Majority of them were intraop. The surgeon looked at the device and how it fires staples differently. Two malformed staples were in the middle of the staple line. No challenges on putting the device together during surgery. No thick tissue or inflamed tissue.